Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's battery would not last a day in their insulin pump; the device would go blank without a low battery warning. The customer had been changing the battery every day for the past three days. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly. The device was not dropped or bumped. There was no damage or corrosion identified in the battery compartment or on the battery cap. The customer cleaned the battery cap contacts with a q-tip and inserted a new battery but the device did not turn on. The insulin pump will be returned and replaced.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify low battery alert due to blank display. Device received with corroded battery tube and corroded motor home switch.